Event description:
On april 20th, 2026, the user site reported an issue with a selenia dimensions 3d 6000 package system. It was reported that two lead screws on the vertical travel assembly (vta) were broken, noticed because of an abnormal c-arm rotational behavior during preventive maintenance. The vta controls the mechanical movement of the c-arm. If the gear wheel is no longer securely attached to the vta, the c-arm may rotate freely, leading to instability. A hologic field service engineer (fse) visited the site on april 27th, 2026 to replace the vta, as its integrity cannot be guaranteed once the screws securing the large gear wheel are broken. No injury was reported to the user. The fse visited the site on april 27th, 2026 and confirmed that the vta screws were broken. The fse replaced the complete vta assembly as a resolution and verified that the system performed within normal specifications.